Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Customer reported 1 false positive sofia sars for 1 employee during screening. It is unknown whether the employee was symptomatic or asymptomatic. Following the initial positive sars result, the employee was retested and received a negative sofia sars result. No confirmatory testing completed.